Event description:
The facility's risk mgmt dept reported an infusion pump that "failed" due to depleted battery. The pump was reported to be infusing three unk medications to a pt who was on the way to the operating room. The pump reportedly alarmed "failure" and shut off. The risk mgmt stated that medical intervention was required but could not provide any detailed info due to hipaa regulation. According to the risk mgmt, the pt recovered without adverse outcome and no sequelae resulted. Baxter quality mgmt requested about info regarding pt's demographics, diagnosis, or status, medication involved, type of the failure, pt injury, medical intervention, or set up of the infusion device. The risk mgmt stated that no additional info regarding the reported event, medical intervention, or the pt could be released.